Event description:
It was reported that a pt was experiencing extreme burning sensations at the implant site. The device was removed. Further info is being requested from the hcp.

Manufacturer narrative:
.